Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed that there was no power going to the camera and the polaris spectra system control unit (scu) was not responding. The camera and the scu were replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was no power going to the camera. The system was rebooted and the system control unit (scu) was not responding/. No patient was present at the time of the event.

Manufacturer narrative:
The positioning sensor unit (psu) kit was returned to the manufacturer for evaluation. The reported issue could not be confirmed because it was returned unused. The polaris spectra system control unit (scu) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When connected to a known good system the returned scu powered up but did not power up the connected positioning sensor unit (psu). The manufacturer representative was not able to check the event log due to a "failed to connect to the device" error message. An electrical failure was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was no power going to the camera. The system was rebooted and the system control unit (scu) was not responding. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the positioning sensor unit (psu) was replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was no power going to the camera. The system was rebooted and the system control unit (scu) was not responding. No patient was present at the time of the event.